Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000185426.

Event description:
It was reported that after implant procedure, the patient experienced muscle weakness in the left leg. As a result, the surgical intervention was undertaken wherein the entire system was explanted to address the issue. It is unknown which lead caused the muscle weakness in the left leg.